Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. Troubleshooting was performed and available data was analyzed, but it was inconclusive for determining the nature of the noisy signals. Ts discussed programming options as well as recommending x-ray imaging to determine the possible cause. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. Troubleshooting was performed and available data was analyzed, but it was inconclusive for determining the nature of the noisy signals. Ts discussed programming options as well as recommending x-ray imaging to determine the possible cause. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates x-ray imaging was performed and the device was reprogrammed per physicians guidance. No additional adverse patient effects were reported.